Event description:
The patient reported to philips that while using the dream station 2 advanced auto CPAP device will not power on and blow air. Heating plate is getting very hot. After troubleshooting the above the device is not blowing air. Initially the patient stated there was a service required message with flashing. But as the troubleshooting continued a different message appeared. The message appeared that the device would run without humidification. And the touch screen does not function for the patient to navigate settings. Patient also stated that heating element was extremely hot to touch. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Added missing information in the b5.

Event description:
The patient reported to philips that while using the dream station 2 advanced auto CPAP device will not power on and blow air. Heating plate is getting very hot. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.